Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no diagnostic or troubleshooting has been performed, only imaging taken on 3-2-21 to see if the ins had moved. No one has been able to determine the cause of the issues with the ins. No treatment plan has been provided yet. These issues have not been resolved, the ins is still not functioning correctly.

Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator stopped working following the motor vehicle collision. The patient had surgery to put in a new implantable neurostimulator on (B)(6) 2018. The leads were not replaced on (B)(6) 2018.

Event description:
Information was received from a patient and from the friend/family member of a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient stated that their ins was working up until they were involved in a car accident on (B)(6) 2017. Someone rear ended them at a high speed and their head went back really hard and then forward. The patient stated that their device is in their neck and lower back. After the accident they stopped feeling the stimulation. They were not paying attention at first but probably a day or two after the accident they stated noticing that they were not feeling stimulation. If they bend their head down as far as they can they can feel a slight stimulation. Otherwise, they do not feel anything in any other regular position. They are getting a lot of pain in their fingers and shoulder. They tried replacing the batteries in their patient programmer but it did not make a difference. The patient does not have a healthcare professional (hcp) so they were sent a hcp listings to follow up with. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was going to have an ins replacement for eos so they were checking the leads because the patient had a car accident. There were no highimpedances. The patient was not getting good therapy since the accident and it was unknown if this was related to ins eos or a lead issue. No further complications were reported/anticipated.